Manufacturer narrative:
Additional manufacturer narrative/corrected data as the unintended placement of the device could have been corrected with endovascular techniques, but the physician chose not to do so, this medwatch is hereby retracted.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2020, a patient underwent a treatment of penetrating atherosclerotic ulcer at the lesser curvature of distal aortic arch with gore® tag® conformable thoracic stent graft with active control system. The tgm343410j was deployed upon confirming the proximal alignment marker was positioned towards the greater curve relative to the guidewire. The angulation control dial was rotated 20 times after primary deployment, and was rotated 5 times after secondary deployment. The final angio image revealed that the proximal angulation of the device was not proper. The lesser curvature side of the device was positioned further forward than greater curve side. No additional intervention was performed due to no endoleak being observed. The patient tolerated the procedure. The physician stated that they wanted to rotate the c-arm around to lao 70 degrees, but due to limitation of the c-arm, they were only able to rotate to lao 45 degrees. They believe the event was due to parallax.